Manufacturer narrative:
Pump unable to prime during prime and system sensor test due to faulty gold sensor .pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for error and pump was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.